Event description:
It was reported that flow issues occurred with a bd phaseal¿ connector luer lock (c35). The following information was provided by the initial reporter, "recently we had an issue with a mtx im injection . When the nurse tried to administer it, there was resistance and positive pressure. He was unable to complete it with that syringe. I spoke to the pharmacist today about it and was wondering if you had heard of any other sites that are doing im injections that had encountered problems. I have copied the pharmacists that had contact with the nurse and the pt. Additional info received from local sales rep states, "the syringe size is 5 ml. To ensure the patient received the ordered dose, we did elect to remove the syringe safety device (acknowledging the small amount of drug contained in the device would result in a clinically insignificant reduction in dose delivered) and administer directly from syringe. Given the number of injections that had not worked, we were concerned that the patient would refuse therapy if further unsuccessful efforts were made with a separate set of syringes with phaseal. Proper ppe was worn and no undue hazardous medication exposure resulted. For the first syringe (total dose required 3 separate injection from 3 separate syringes), I can confirm that the nurse initially struggled getting the connector on, but with a little coaching was able to get it connected securely. This facilitated ¿closing the whites over the blue¿ without undue force, which should have opened the fluid path to the syringe. It seems not to have however, as when the plunger was depressed it compressed the liquid with springback of plunger upon release. Dose was not delivered. For the second syringe , I attached the connector myself, handed to nurse to open fluid path at bedside, and dose was successfully delivered. For 3rd syringe, nurse once again tried to attach connector to syringe safety device, with difficulty. Eventually it was on securely, whites closed without undue force, but again no dose was deliverable. Given that I was able to get connector on without difficulty on that second syringe when dose was successfully delivered, but the common issue with the doses that were undeliverable was an initial difficulty attaching the connector, we are wondering whether this could in any way break the device? By studying the syringe device, it seems that if the whites successfully close over the blue (which ultimately occurred in all cases, before trying to administer dose) that the needle contained within should be extending beyond both septa, opening the fluid path. However, this thought doesn¿t reflect what we saw occur.". 1 of 2 complaints.

Manufacturer narrative:
H.6. Investigation: no photos or samples that display the reported condition were available for investigation. A device history review was performed for reported lot 1507004, no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Five retained samples of the same lot were used for additional evaluation. The samples were functionally tested using an injector with compatible 5ml syringe. The connector from lot 1507004 was properly attached and in all cases, flow was observed and the product functioned as intended, no resistance or pressure was observed. Based on the available information we are not able to identify a root cause at this time.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that flow issues occurred with a bd phaseal¿ connector luer lock (c35). The following information was provided by the initial reporter, "recently we had an issue with a mtx im injection . When the nurse tried to administer it, there was resistance and positive pressure. He was unable to complete it with that syringe. I spoke to the pharmacist today about it and was wondering if you had heard of any other sites that are doing im injections that had encountered problems. I have copied the pharmacists that had contact with the nurse and the pt. Additional info received from local sales rep states, "the syringe size is 5 ml. To ensure the patient received the ordered dose, we did elect to remove the syringe safety device (acknowledging the small amount of drug contained in the device would result in a clinically insignificant reduction in dose delivered) and administer directly from syringe. Given the number of injections that had not worked, we were concerned that the patient would refuse therapy if further unsuccessful efforts were made with a separate set of syringes with phaseal. Proper ppe was worn and no undue hazardous medication exposure resulted. For the first syringe (total dose required 3 separate injection from 3 separate syringes), I can confirm that the nurse initially struggled getting the connector on, but with a little coaching was able to get it connected securely. This facilitated ¿closing the whites over the blue¿ without undue force, which should have opened the fluid path to the syringe. It seems not to have however, as when the plunger was depressed it compressed the liquid with springback of plunger upon release. Dose was not delivered. For the second syringe , I attached the connector myself, handed to nurse to open fluid path at bedside, and dose was successfully delivered. For 3rd syringe, nurse once again tried to attach connector to syringe safety device, with difficulty. Eventually it was on securely, whites closed without undue force, but again no dose was deliverable. Given that I was able to get connector on without difficulty on that second syringe when dose was successfully delivered, but the common issue with the doses that were undeliverable was an initial difficulty attaching the connector, we are wondering whether this could in any way break the device? By studying the syringe device, it seems that if the whites successfully close over the blue (which ultimately occurred in all cases, before trying to administer dose) that the needle contained within should be extending beyond both septa, opening the fluid path. However, this thought doesn¿t reflect what we saw occur." 1 of 2 complaints.